Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Service history review: lot #4828675 no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates the customer reported the dip stick portion of the item falls out and disassembles. The repair technician reported the ball bearing was stuck. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 28-oct-2014. A pd investigation was conducted. The report indicates that the one depth gauge was returned with complaint category of ¿fell apart¿. The depth gauge is part of 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide j8301-I. The returned depth gauge was manufactured on august, 2004 and is 10 years old. The depth gauge was received assembled with the protection sleeve. The needle is not damaged and the tip is not broken off. There is discoloration on the handle due to wear and age of the device. The slide mechanism on the depth gauge was tested and there is no resistance between the body and the slider. The outer body of the depth gauge falls off when the device is held vertically. There is corrosion around the miniature ball bearing on the slider. The bearing ball is stuck in the downward position inside the slider. This is due to the age and wear of the instrument. There are multiple nicks and scratches on the device consistent with normal use. A review of the design drawing indicates that the returned part was manufactured to drawing (319_006 revision e) since then there was one design change to the drawing that did not affect the intended use of the device. The design is adequate for its intended use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the service and repair department that the dip stick portion of the depth gauge for 2.0mm and 2.4mm screws freely fall out and disassembles. It appears that the ball bearing is missing. The device did not malfunction during surgery while being used on patient. This report is 1 of 1 for complaint (B)(4).